Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the device jammed and did not fire after the first firing stroke. Surgeon informs that the devices advanced slightly so there was some stapling and cutting, but it could not go to the end because the device got blocked. There was slight bleeding due to the incomplete firing. A new handle and reload were opened and the same thing happened. The same thing happened with 4 more handles and 5 more reloads. A competitor's device was used without any problems. Surgical time was delayed by more than 30 minutes. Four days later, on (B)(6), the patient underwent reoperation due to a big haematoma in the gastrical tube, antral area (light haemoperitoneum)) and leak in the esophagogastric union. The patient is in ICU at present with mechanical support. In order to solve the problem he was operated for washing and drainage in order to redirect the fistula to the exterior. I hope this helps.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of three handles and four reloads. Functionally, each instrument was loaded with post market vigilance (pmv) representative reloads. During the firing cycle, a skip was audible in each instruments firing stroke. An access hole was cut into each instrument body for visualization of the firing racks. This examination noted sheared teeth on each firing rack. Visual inspection of the cartridges revealed that the first three reloads were partially fully fired and the anvil clamping mechanisms were deformed. During functional testing, each reload was loaded into a post market vigilance instrument. The interlocks were overridden and each reload was applied to test media, and found to function properly. All remaining staples were placed and test media was cleanly transected. Visual examination of the fourth reload noted that it was pre-fired and engaged in interlock with the jaws open. Additionally, it was observed that the anvil clamping mechanism was deformed. During functional testing, the reload was loaded into a post market vigilance instrument. The interlock was overridden and the reload was applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented each reload from cycling again. A review of the instrument device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the reload device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.